Manufacturer narrative:
Lot# amx. Device was returned for evaluation and the locking ring was separated from the screw. No relevant manufacturing issues were identified for the reported lot. The plausible root cause of the reported event is user applying too much cantilever force during screw insertion.

Event description:
It was reported that; attempted to insert the screw trough the inserter after inserted the cage, the c ring of the screw was broken. Replaced another screw, but it was broken the c ring also. Replaces other screw again and complete the procedure.

Event description:
It was reported that; attempted to insert the screw trough the inserter after inserted the cage, the c ring of the screw was broken. Replaced another screw, but it was broken the c ring also. Replaces other screw again and complete the procedure.